Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of premature labour ('pre-term labor/ premature delivery') and pregnancy with contraceptive device ('pregnancy') in a 28-year-old female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device on (B)(6) 2010 and preterm labor on (B)(6) 2010. In (B)(6) 2007, the patient had essure inserted. On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced premature labour (seriousness criteria medically significant and intervention required). Essure treatment was not changed. At the time of the report, the premature labour and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered pregnancy with contraceptive device and premature labour to be related to essure. The reporter commented: plaintiff experienced other 3 pregnancies on essure which are captured under case no. (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2019: quality safety evaluation of product technical compliant. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of premature labour ('pre-term labor/ premature delivery') and pregnancy with contraceptive device ('pregnancy') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device on (B)(6) 2010 and preterm labor on (B)(6) 2010. In (B)(6) 2007, the patient had essure inserted. On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced premature labour (seriousness criteria medically significant and intervention required). Essure treatment was not changed. At the time of the report, the premature labour and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered pregnancy with contraceptive device and premature labour to be related to essure. The reporter commented: plaintiff experienced other 3 pregnancies on essure which are captured under case no. (B)(4). Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.